Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 21-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported in 2012 the patient's catheter broke. The patient went to the hospital for a headache. It was noted that the patient always going to get medication increased and they scanned and determined the catheter broke and the patient was rushed to the hospital. It was noted that there was a recall on the patient's pump. It was stated the patient was not getting medication. The dose and concentration at this time was unknown as the patient kept getting an increase. The event date was 2012. No further complications were reported/anticipated.